Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to variable impedance and crosstalk of the right ventricular (rv) lead. A connection issue or fracture were suspected. The implantable cardioverter defibrillator (ICD)  and rv lead currently remain in use. No patient complications have been reported as a result of this event.